Manufacturer narrative:
The device was not available for evaluation as it was retained by the hospital. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw at s1 loosened post-operatively. A revision was done to remove and replace the screw.